Event description:
A malfunction was reported with the pump, with no notable events occurring prior. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The caller experienced battery charging issues, and the pump's battery might have died when the malfunction occurred. Customer technical support decided to replace the pump as a resolution to the issue.